Event description:
According to the customer, the "chamber does not mist" and the user missed doses of "albuterol" and "atrovent". The customer said they "bought new tubing and a new chamber and the machine still was not working."

Manufacturer narrative:
According to the customer, the "chamber does not mist" and the user missed doses of "albuterol" and "atrovent". The customer said they "bought new tubing and a new chamber and the machine still was not working." The customer stated that they "received the new machine last week and the new machine is working great" and the user "is doing well." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.